Event description:
It was reported that during implant there was placement difficulty with two leads. The leads were replaced and the implant was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.